Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that on (B)(6) 2024, the patient complained about tape not sticking. Event took place while the patient was changing clothes. No further information available.